Event description:
On (B)(6) 2012, convatec wwps/CAPA received a letter from a colostomy pt who developed an allergic reaction while using convatec's stomahesive paste. A copy of the medwatch report that was submitted by the user facility was received on january 10, 2012. Uf/importer report# (B)(4). Based on report of lingering exacerbation of underlying fibromyalgia/pain syndrome and the likely associated need for additional medical intervention, this was deemed serious by medical and regulatory management. From a clinical perspective, a causal relationship between paste and this event is deemed likely because there is a temporal association between it and the peristomal skin. (B)(4).